Manufacturer narrative:
Since a serious injury resulted, this event is reportable per 21cfr part 803. Evaluation found the push cap sticking and rubbing turbine causing head to heat up.

Event description:
It was reported that a midwest e pro handpiece overheated and burned a patient. The patient was received laser therapy to treat the burn.